Event description:
It was reported that the customer was hospitalized due to ketones and hyperglycemia. Troubleshooting was performed and found that the insulin pump alarmed no delivery the night prior to the event. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.